Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure in-stent restenosis was discovered. The 75% in-stent restenosed target lesion being treated was located in the moderately tortuous and non-calcified mid right coronary artery (rca). Coronary angiography of the lesion was performed and determined 75% restenosis had occurred in the unspecified size taxus liberte stent. A 12x4.00mm quantum apex balloon catheter was advanced to treat the restenosis and on the second inflation it ruptured at 24 atms. The quantum apex device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).